Event description:
--

Event description:
Boston scientific received information that during a routine office visit, interrogation of this device exhibited a fault code error which could be indicative of a system integrity issue. Reinterrogation of the device failed to replicate the error and furthermore confirmed normal system operation. No adverse patient effects were reported. Boston scientific's internal technical services (ts) was contacted for recommendations, at which time it was suggested to perform a device save-to-disk to ensure system integrity.

Manufacturer narrative:
Following engineering review of the device data this event will be further updated.

Manufacturer narrative:
The device history/data was reviewed by engineers, who confirmed the product is malfunctioning and should be replaced. At this time, the device remains implanted and in service. When new information is received, the event will be further updated.

Manufacturer narrative:
Subsequently, the device was explanted and is expected to be returned for analysis. No resulting adverse patient effects reported.

Manufacturer narrative:
Upon return, this device was thoroughly analyzed. Engineers confirmed no anomalies with the device's exterior. The battery was verified in beginning of life (bol) with a corresponding voltage of 2.901v. Device memory confirmed the fault code (as reported from the field) indicative of a battery voltage too low for the projected remaining capacity. A longevity calculation was then performed. Results of this calculation were indicative of an early depletion, due to leaky capacitors. The device case was the opened for further testing. Engineers confirmed through microscopic visual inspection, a cracked capacitor. Laboratory analysis concluded the fault code and premature battery depletion, were the result of a high current drain, that was caused by a cracked and leaky battery bypass capacitor.